Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 1mg/ml via an implantable pump. It was reported that during the pump replacement procedure, the physician removed just the pump segment of catheter and replaced it with a new 8784 but left the spinal segment. A positive fluid aspiration was completed prior to replacing the pump segment, but physician wanted to replace segment regardless since he thought there was a little piece of tissue in the pump connector. The physician was just being proactive and thought it would be better for the patient. No environmental, factors were involved. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.